Event description:
It was reported that oversensing was observed on the lead. The patient experienced several inappropriate shocks. The lead was explanted.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.